Manufacturer narrative:
Corrected information: (B)(4) should be under patient code. Additional information: conclusion code: patient is under the age of 21 and per dfu for this model, this lens model is contradicted for the patient's under the age of 21 years. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no damage. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to the patient experiencing headache.